Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away from renal disease, diabetes and hyperthyroidism. The customer was wearing the insulin pump at the time of death, and was having a difficult time keeping her blood glucose levels from dropping. The customer often removed the insulin pump due to her blood glucose levels going low. The next of kin agreed to return the insulin pump for analysis. Nothing further was reported.